Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported, "the surgeon revised the patient's right hip due to infection and loose stem. An antibiotic spacer was implanted."

Manufacturer narrative:
Other devices listed in this report: cat. No.: uh1-46-26, uhr bipolar 26x46mm, lot code: mmapy9; cat. No.: unk, unknown bipolar small head, lot code: unk; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device eval: surgeon kept.

Event description:
It was reported, "the surgeon revised the patient's right hip due to infection and loose stem. An antibiotic spacer was implanted."